Event description:
A healthcare professional reported that during an intraocular lens implantation procedure the lens was inserted into the eye and then the surgeon discovered that there were several cracks in the lens. So this one had to be removed. There are three medical device reports associated with this report. This is 1 of 3. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.